Event description:
A facility reported a "shunt reset to 140 rather than 80 as requested, but no error message on screen". Due to this issue, it was required to take the patient for multiple x-rays. The event led to more than 30 minutes delay in patient care, however, the case happened when trying to change the pressure settings in the clinic. The patients have then had to go to x-ray to check and then pressure adjusted and repeat the process for x-ray check.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The programmer was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the customer¿s indication of error is not confirmed. Programming was performed many times and every time it was successful, no error was found. Root cause - the exact root cause of the issue reported by customer could not be determined as the device worked correctly.